Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is likely that there was a difference in recognition on device handling and/or reprocessing steps at the user facility as it was found that the disposable distal cap was not removed during reprocessing. The suggested event states in the instructions for use (IFU) ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿ to warn about inappropriate reprocessing." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water tube and cylinder and forceps elevator had foreign material. In addition to the reportable malfunction, the following were noted: the distal end had corrosion; the connecting tube was deformed; the adhesive around the objective lens had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had slight damage, a bite mark on the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder, and forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.